Event description:
It was reported that the ilet user inadvertently dislodged the infusion set from the applicator during a supply change, after which an agent guided a complete site change and the user resumed insulin delivery; tubing priming with visible drops had been confirmed before replacing the site. There were no reported symptoms or adverse clinical effects. Outcomes included restoration of therapy without alarms. Investigation included customer service troubleshooting and education. Investigation of this case revealed improper infusion set deployment or connection during setup, which was resolved by performing a proper site change. It was concluded, based on previously established findings for similar reports, that user handling during setup was the most probable cause.